Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced infusion set cannula kinked event on (B)(6) 2025. The event occurred within three hours of insertion. The insertion site was abdomen. The blood glucose level was 265 mg/dl and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.